Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6949-65 defib lead implanted: 2006 (B)(6); 5076-52 non defib lead implanted: 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary : the lead was returned and analyzed. Primary analysis was performed and no anomalies were found. Additionally, the proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that there was high left ventricular (lv) lead threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was chronic atrial lead dislodgement. The atrial lead was explanted and replaced. It was also reported that there was high left ventricular (lv) lead threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.